Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that some of the tube screws that hold the entire configuration together were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the fall of the light configuration and serious injury.

Manufacturer narrative:
The correction of d3 version or model # deems required. This is based on the internal evaluation. Previous d3 version or model # ard568370932. Corrected d3 version or model # ard568370932/ard568350933. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568370932. Corrected d4 catalog # ard568370932/ard568350933. The correction of h4 manufacture date # deems required. This is based on the internal evaluation. Previous h4 manufacture date # 04/05/2012. Corrected h4 manufacture date # 10/20/2011. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. It was stated that some of the tube screws that hold the entire configuration together were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the fall of the light configuration and serious injury. The device has been repaired by screws tighten as per specification and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. In case of loosening, the probable causes of loosening correspond to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: - to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. - to replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).